Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05732. It was reported that 4 weeks post new ra lead implant dehisced pocket incision was observed. The device was explanted and the ra lead was capped on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.